Event description:
It was reported that while the patient was in the hospital for other medical reasons, the device had showed a pacer spike and the device was unable to be interrogated. It was also reported that there was no consistent response with the magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).